Event description:
Customer reported receiving low readings on his adc freestyle libre sensor compared to the readings obtained with a hcp meter. On (B)(6) 2018 at 10:15 a.m., customer experienced hyperventilation and thoracic pain and a reading of 605 mg/dl was obtained with a capillary test made by the firefighters compared to the reading of 147 mg/dl on the sensor. Upon arrival at the hospital, a reading of 700 mg/dl was obtained on the hcp meter and customer was diagnosed with diabetic ketoacidosis and treated with "firefighters infusion of unknown product". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device history record (DHR) was reviewed for the sensor kit associated with this issue. Based on the DHR, it was determined that this unit was manufactured and rejected at the sensor kit packaging line by the third party manufacturer (tpm). The DHR review found that the product was rejected due to non-functional defects during the packaging process, which would not impact the performance of the device and would not cause the issue reported in this case. There is no indication in the DHR of any product defects which could cause the issues described. This product was rejected during the manufacturing process and was not released for distribution by the tpm. This was investigated by the tpm and appropriate corrective actions have been initiated. A risk evaluation was performed by adc in order to determine the risk to the end-user associated with this issue, and the overall risk index for this issue was determined to be low. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on his adc freestyle libre sensor compared to the readings obtained with a hcp meter. On (B)(6) 2018 at 10:15 a.m., customer experienced hyperventilation and thoracic pain and a reading of 605 mg/dl was obtained with a capillary test made by the firefighters compared to the reading of 147 mg/dl on the sensor. Upon arrival at the hospital, a reading of 700 mg/dl was obtained on the hcp meter and customer was diagnosed with diabetic ketoacidosis and treated with "firefighters infusion of unknown product". There was no report of death or permanent impairment associated with this event.